Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they were in a car accident (B)(6) 2020 which resulted in multiple pain related issues for pt. Pt experienced pain in their knee, had a hernia surgery, and prostate issues were causing pain and bed-wetting after the accident. Pt stated they had received 3 injections for their pain post-op, but they didn't help. Finally they were able to meet with their doctor and medtronic rep, in 2022 to see if any programming could be altered to help with pt's new pains. Rep was able to assess that one of the leads had an opening in the wire, so they wanted to replace the lead and program stimulation to reach better to pt's right side (surgery done on (B)(6) 2022). Pt stated their lead was programmed (B)(6) 2022, which would have been before they were implanted. Agent documented the information. Pt was very pleased with medtronic and the employees they had worked with in the past. Redirected caller: other (document in note)

Manufacturer narrative:
Continuation of concomitant medical product(s): product ID 977a260, serial# (B)(4), product type lead. Device information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial #: (B)(4), ubd: 02-oct-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.